Manufacturer narrative:
According to the information received, this case would be related to the vascular occlusion.vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products.

Event description:
Primevigilance notified teoxane of an adverse event on 02-may-2024. The patient was injected on (B)(6) 2024 with 0.3 ml of rha 3 in the lips, using a 30g needle.  During the injection, the injector noticed immediate blanching at the injection site, followed by a hematoma towards the middle of the lip. The patient was treated with a warm compress and acetylsalicylic acid (aspirin). As the capillary refill was slow,  the patient was treated with 2.5 vials of hyaluronidase (hylenex). The day after, on (B)(6) 2024, the patient was treated with 9 additional vials of hyaluronidase, applied bilaterally along with continued heat, massage, and aspirin. The same day, the capillary refill returned to normal. On (B)(6) 2024, the symptoms had resolved with only some reticular markings on the lip and a sore inside the lip in the mucosa remaining. The same day, the patient began hyperbaric oxygen therapy. Based on the information received, all the symptoms seem to point to a vascular occlusion. Thus, the case was assessed as reportable to the FDA.  According to the resolution of the symptoms, the case was closed.